Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead indicated by a secure sense alarm. No dislodgement or radiographic defects were visible on the lead. The lead was capped and replaced with no adverse consequences to the patient.